Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Blood glucose level was 20 mg/dl and current level was 140 mg/dl. Customer lost consciousness and stopped breathing. Customer was using insulin pump within 48 hour of low blood glucose event. Customer alleged insulin pump was over delivering insulin. Customer was using insulin pump on auto mode. The insulin pump will not be returned for analysis.